Manufacturer narrative:
Other relevant device(s) are: product ID: 9734699, serial/lot #: unavailable. No patient involved. A medtronic representative went to the site to test the equipment. The system failed the hardware test due to cd drive will not work. The system did not performed as intended. Hardware parts were replaced. The issue still remains unresolved. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that cd drive not functioning, replaced the computer. Did not solve issue. No patient present.